Event description:
It was reported that a malfunction alarm occurred. The customer performed a pump reset on their own which cleared the malfunction alarm, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.